Manufacturer narrative:
Per our another country distributor, there is a possibility the drill was used in more than one surgery. Unable to confirm usage. This product is labeled as single use only. The user facility is foreign; therefore, a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Drill broke while being used. Tip of drill remains in pt's mandible.